Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was found faulty during service it was replaced and returned for investigation. The reported failure with failure in flow transducer test during pre-use check has been reproduced. A defective pressure transducer on a printed circuit board inside the gas module caused the failure. The received device log is conforming the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviates from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's reference #: (B)(4).